Manufacturer narrative:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that a patient fell out of the device. The patient went to x-ray and no injury was reported. According to additional information received during the patient¿s toilet, one of the side support of the carevo device opened, causing the patient¿s fall. The device was evaluated by an arjo representative on site. There were no issues found that could have contributed to the event. Arjo representative did a control of the locking system for side supports (locking, fastening, tightening). After several tests he couldn¿t recreate the event. During the device inspection he didn't notice anything except a crack on the cover of the side rail but this malfunction is not related to the side support dropping down. The carevo is equipped with two side supports to secure the patient. The side support has three positions, presented in the instructions for use (IFU): inner, outer and folded down. The instructions for use provides information that when side panels are raised to a desired position they should lock and click into place. A caregiver should ensure that the side panels are in locked position e.g.: ¿lift the operating handles and raise/lower the side support to the selected position until it locks and clicks into place¿ ¿to avoid the patient from falling out of the device make sure that all side supports are in a locked position.¿ additionally, the IFU concerns details regarding correct patient positioning (together with supporting illustrations): ¿to make sure that the patient cannot slip out through the side support, make sure that the mattress sides are up and not folded underneath the patient.¿ ¿position the patient in the carevo with the patient¿s head towards the head end and feet towards the foot end. Make sure the patient¿s hips are centrally positioned over the flexi zone.¿ the carevo shower trolley side supports were tested by the arjo representative and it was confirmed that they are working as intended. Based on the information collected it was not possible to establish the root cause of unintentionally side rail opening of the carevo trolley. The sequence of events which would lead to the reported fall remain unknown. No malfunction of the device was detected which could have contributed to the event. In summary, according to the customer allegation, the side support opened during use which led to the patient¿s fall, so the device did not perform as intended. The technical evaluation did not reveal any malfunction which could contributed to the event. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the competent authorities due to indication of patient's fall, which may have resulted in an injury occurrence.

Event description:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that when a patient fell out of the device. The patient went to x-ray and no injury was reported.

Manufacturer narrative:
The device was removed from service and evaluated by the facility technician. According to the results of this inspection, no fault that could have contributed to the incident was found. Arjo representative visited the customer site to make an inspection of the device. Arjo technician did a control of the locking system for barriers (locking, fastening, tightening), after several tests. He couldn¿t recreate the event. The conclusions will be provided within the follow-up report once the investigation is completed.